Event description:
It was reported prior to use that the cardiosave intra-aortic balloon pump (iabp) unit was not turning on. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code , medical device ¿ problem code), h11 , e3 a getinge field service engineer (fse) evaluated the unit and was able to replicate the reported malfunction. In addition, the fse stated that the batteries were not charging. The fse replaced the power management board (B)(4). The unit was calibrated. All functional and safety tests passed to manufacturer specifications. The iabp was returned to service. The failure analysis and testing dept. Received part number 0670001162 with a reported unit failure of the unit wont power on. The fat performed a visual inspection and found the part to have a blown q27 component. See attachment. This is a known failure and is due to a design issue. Retaining the part in the failure analysis and testing department per procedure CAPA # 566812 root cause 1 ¿ there is no surge protection in the interface between the charging circuitry and the batteries installed in the power slots of the unit. Root cause 2 ¿ the tantalum capacitors used on the following two (2) pcbas are not within the capacitor manufacturer¿s (vishay) derating guidelines which may result in capacitor failure causing an overcurrent condition on the vbulk power supply which damages the power management board.

Event description:
N/a.